Manufacturer narrative:
Upon receipt in boston scientific's post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was found to be electrically continuous. Testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this product was explanted due to high pacing thresholds measurements and noise. No additional adverse patient effects were reported.